Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported last friday, the patient was driving home from work when their implant had shut off without them knowing. The patient needed help getting out of the car when they got home. The patient was able to charge the implant and power it back on but it took them a long time to recharge. They did not know if the patient was near any emi and stated the patient has not had any falls nor trauma. No troubleshooting was needed during the call and they were redirected to their healthcare provider (hcp) to further address the issue.